Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was in critical override. The station was rebooted, but this did not resolve the issue. All cables on the station were checked and confirmed to be properly connected. The customer contacted hit, who confirmed that there were no network issues on their end. The issue occurred only on one station, and the station was online on rss. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 station was in critical override. A technical support specialist dialed into the station and identified that the station time was one hour behind the server time, reconfigured the station time by updating the network time protocol (ntp) server settings in accordance with knowledge article (ka) how to adjust station ntp server settings. Upon completion, the critical override icon was cleared, and the customer confirmed resolution. The system functioned as intended after the technical support specialist troubleshot the device.